Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: how was the bleeding controlled? The bleeding is controlled by the traditional bipolar how much blood was loss (ml)? Approximately 200 ml. Did the patient require any additional treatments based on the bleeding (blood transfusion, ect)? No required additional treatments. Did the procedure type change based on the bleeding? No change. Did the post-operative care of the patient change? Longer hospital stay, 24 more hours.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, it was noticed that the clip harmonic 7 does not clot enough, heavy bleeding is observed, the vessel is dissected before reaching the second tone of the device. Another like device was used to complete the procedure.

Manufacturer narrative:
Pi1-10fjpvc. Date sent: 7/18/2016. D4: batch # m91r8a the device was returned in good physical condition. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. The device was tested with the test media and performed as expected, no anomalies were noted. There were no anomalies noted with the functionality of the device. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. Max power is set at power level 5 and cannot be adjusted. The device was disassembled to inspect the internal components and no anomalies were found. It could not be determined what may have caused the reported incident of: ¿it was noticed that the clip harmonic 7 does not clot enough, heavy bleeding is observed¿. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Pi1-10fjpvc. Date sent: 5-13-2016. H1,2: not reportable. Extended hospital stay was hospital protocol.

Manufacturer narrative:
Pi1-10fjpvc / (B)(4). Date sent: 1/23/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1. G6: follow-up report number.